Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 500:320:658:0000 occurred on channel a. This condition had the potential to interrupt delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information. The user interface module master software version is 5.48.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was physical damage to the pumphead module keypad. The pumphead module keypad has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The stated reported condition in the initial medwatch report was a duplicate of medwatch report, 6000001-2011-08524. The accurate reported condition for this complaint is that the customer reported that the "select" keypad button was inoperative at channel a.